Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed an alert for out-of-range high defibrillation impedance exhibited by the right ventricular lead. The impedance had measure below the lower programmed alert limit during the in-clinic check and appeared to be stable. No interventions were made. There were no patient symptoms reported.